Event description:
It was reported that an unspecified bd safety ported peripheral cannulas leaked from the injection port. The following information was provided by the initial reporter: "a few cases cannulas have bled back through the injection port. Reported to bd."

Manufacturer narrative:
Initial reporter phone number: (B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd venflon¿ pro safety catheter with syringe tip leaked from the injection port. The following information was provided by the initial reporter: " a few cases cannulas have bled back through the injection port. Reported to bd".

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd safety ported peripheral cannulas leaked from the injection port. The following information was provided by the initial reporter: "a few cases cannulas have bled back through the injection port. Reported to bd."

Manufacturer narrative:
(B)(6). Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that a bd venflon¿ pro safety catheter with syringe tip leaked from the injection port. The following information was provided by the initial reporter: "a few cases cannulas have bled back through the injection port. Reported to bd."

Manufacturer narrative:
The following fields were updated with additional information: b.5. Event description: it was reported that a bd venflon¿ pro safety catheter with syringe tip leaked from the injection port. The following information was provided by the initial reporter: "a few cases cannulas have bled back through the injection port. Reported to bd." D.1. Brand name: bd venflon¿ pro safety catheter with syringe tip. D.2. Common device name: intravascular catheter; product code: foz. D.3. Device manufacturer: becton dickinson medical (singapore). D.4. Catalog number: 393227; UDI number: (B)(4). G.1. Device manufacturer: becton dickinson medical (singapore).